Manufacturer narrative:
As reported, about 10 months post-implant of the two xenmatrix devices implanted on (B)(6) 2014 (device #1 and device #2), the patient was diagnosed with recurrent incisional hernia and underwent reoperation to repair the hernia. The clinician has assessed the patient¿s postoperative course as definitely related to the study device and possibly related to the procedure. However, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery and listed as a possible complication in the instructions-for-use (IFU) supplied with the device. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the ae of hernia recurrence associated with device #2. Additional mdrs have been submitted to represent the aes of hernia recurrence associated with device #1 and abscess & fistula (device #3). Not returned - remains implanted.

Event description:
Alleged per clinical trial dvl-he-020: on (B)(6) 2014, the subject patient underwent a multiple-recurrent open incisional transverse hernia (25 cm x 20 cm) repair procedure, during which two xenmatrix surgical grafts (device #1 & device #2) were trimmed and placed in underlay fashion intra-peritoneally using sutures. Fascia was completely closed with vicryl suture in interrupted stitch technique and full closure was achieved with sutures. Concomitant procedure included lysis of adhesion(s). The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2015, the patient was diagnosed with recurrent incisional hernia. On (B)(6) 2015, the patient underwent reoperation to repair the hernia, during which another xenmatrix surgical graft (device #3) was implanted. The patient was discharged from the hospital on (B)(6) 2015. The ae (hernia recurrence) is clinically assessed to be of moderate severity, definitely related to the study device #1 & device #2, possibly related to the procedure and recovered/resolved. The reported adverse event met the definition of an sae (serious adverse event) and does not meet the definition of uade (unlisted adverse device event). On (B)(6) 2015, the patient was diagnosed with an abscess and was admitted into the hospital. The patient was discharged on (B)(6) 2015 and the abscess resolved on (B)(6) 2015. On (B)(6) 2015, the patient was diagnosed with an enterocutaneous fistula and was admitted into the hospital on (B)(6) 2015 and underwent a surgical procedure. Both the abscess and fistula were noted to be associated with the xenmatrix implanted on (B)(6) 2015 (device 3).